Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported that the tampon was found upside down in the applicator and did not notice it prior to use. Consumer had to manually remove the tampon as the string was inaccessible.